Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press, insulin pump was rejecting new batteries and was shutting off itself randomly. Blood glucose level of the customer was unknown. The customer also reported that the insulin pump had damage at reservoir compartment. The insulin pump will not be returned for the analysis.